Manufacturer narrative:
As part of normal complaint follow up, an eval of the event has been conducted at mako surgical. After the initial event, the surgeon reviewed the patient x-rays and felt the implants were correctly positioned. After the second dislocation, the surgeon decided to increase offset and hip length, although the acetabular cup and femoral stem components remained well positioned. Replacing the femoral stem and head while leaving the cup and liner in place allowed the surgeon to increase offset and hip length to improve joint tightness and stability with an aim to prevent further issues.

Event description:
The pt had received a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2013. On the date of event, the patient fell and dislocated the operative hip. The surgeon treated the patient with a closed reduction of the joint. Ten days later, the patient dislocated the hip a second time. The surgeon performed a revision of the femoral stem and head components to increase offset and length of the hip.